Event description:
A ventilator was returned for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at a third-party service center, the device failed the testing active exhalation purge valve test during testing. The technician recommended replacing the device's active exhalation control module to address the issue. No further investigation is required at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.